Manufacturer narrative:
Added: h2 (type of follow-up). Updated: g3 (date received by manufacturer), g6 (type of report), h6 (component code, investigation findings, investigation conclusions). The acumen iq cuff involved in this case was not available for evaluation since it was discarded. Without return of the product, a complete investigation of the reported event is unable to be performed. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Based on further engineering investigation, since the affected unit was not returned for evaluation, a product non-conformance or device failure could not be confirmed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with patient, this acumen iq cuff adult did not properly fit the patient's finger, leading to inaccurate low blood pressure readings (86/54 mmhg) compared to the invasive arterial line measurements obtained via transducer in radial position (170/54 mmhg). Both devices were placed on different arms. No alarms or error messages were triggered. The patient was not treated based on the acumen cuff readings, and the procedure continued using the invasive arterial line measurements. There was no allegation of patient injury. The device was not available for evaluation, as it was discarded.

Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, it is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.